Event description:
It was further reported that the patient had a decubitus ulcer which had developed over the battery site. The device was explanted on (B)(6) 2014. The device was removed and the leads were capped off.

Event description:
It was reported that the patient developed an ulcer/bed sore over the site over their implantable neurostimulator (ins) due to them being bed-bound. It was noted that the patient was bed-bound due to a back condition. The patient was to have surgery (noted as being separate from the ins system) tomorrow and the plan was to address the ulcer at that time. It was noted that they planned on addressing the ulcer by removing the ins (with plan to replace the ins eventually) and keeping the lead in place. It was unknown if the patient was using the stimulation therapy but it was assumed they were. Follow up information received 2 days later reported that the patient did have the ins battery removed yesterday and it was unknown if it was to be replaced. Further follow up information received on (B)(6) 2014 reported that the patient had no complications from the ins removal procedure. It was also reported that the explanted ins battery was kept by the facility and was not sent back to the manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 399945, lot# v022774, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID: 399945, lot# v022774, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 399945, lot# v022774, implanted: (B)(6) 2007, product type: lead. Product ID: 3550-29, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The device was discharged but after being recharged there was good stable output on all electrode pairs. (B)(4).